Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced chest pain. Presented to ed with c/o intermittent chest pains and was admitted for non-stemi with elevated troponins, chf exacerbation, IV diuresis with lasix bid, gdmt: initiate bb regimen with core, add spironolactone, continue arb (consider transitioning to entresto pending renal function trend and echo results); resume bumex at discharge with adjustments as needed. Echo will be repeated. Noac held. Cath lab report states this patient has surgical severe multivessel plus left main coronary artery disease. Recommend aggressive coronary risk factor modification the future. Recommend guideline directed medical therapy for the patient's left-ventricular systolic dysfunction. Possible CABG in the future. Patient is still hospitalized, cardiology consulted and pending recommendations. All devices disposed after use.